Manufacturer narrative:
Product analysis: the device was returned for analysis. The luer was detached on device return. The hypo-tube material was oval and jagged at detachment site. Multiple severe kinks were evident to hypo-tube. Blood was visible inside the balloon. Crimp impressions were visible on exposed balloon surface. The proximal and distal balloon pillows were partially expanded, indicating partial inflation had occurred. It was not possible to pressurize the device due to the detached luer, however the blood inside the balloon and partial inflation confirms the reported burst/leak. Additional information: it was later reported that the device luer detachment occurred after the device was removed from the patient. The device was kinked and re-straightened during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, a balloon burst/leak occurred during stent deployment at an inflation pressure of 8 atm. The issue occurred on the first inflation. The lesion being treated was mildly tortuous, moderately calcified with 85% stenosis in the mid left anterior descending (lad) artery. The device was inspected prior to use with no issues. Negative preparation was performed with no issues. The lesion was pre-dilated. Resistance was not encountered when advancing the device and excessive force was not used during delivery. The stent was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: it was later clarified that a balloon burst occurred. The device was not moved or repositioned in the lesion while inflated. The device did not pass through a previously deployed stent. The stent needed to be post-dilated with another balloon. The stent was successfully deployed. There was no issues or damage to the stent after the balloon burst. Sections b.1 adverse event or product, b.2. Outcome attributed to adverse event <(>&<)> h.1. Type of reportable event updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.